Event description:
On (B)(6) 2011, baxter contacted the home patient (hp) regarding an unrelated issue who stated that they were currently in the hospital, admitted on (B)(6) 2011 due to peritonitis. On (B)(6) 2011, baxter contacted the peritoneal dialysis nurse (pdrn) who stated that the hp was hospitalized for (B)(6). On (B)(6) 2011, baxter obtained lab culture information from another pdrn. Treatment was initiated with loading doses of cefipime 1gm and vancomycin 1250mg intraperitoneally (ip) upon admission, then subsequent daily doses of ceftriaxone 1gm for 14days. The hp was discharged home on (B)(6) 2011 and treatment continued for the clinic. The pdrn gave causality as the hp forgetting to wear a mask when connecting and using poor aseptic technique.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot gd882241 with no defects noted during batch review that could be associated with the reported condition. Root cause was determined as user error-poor aseptic technique. Current labeling provides ample instructions related to the prevention of user error-poor aseptic technique. Similar reports have been received for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4) - as the date of onset of this peritonitis event is unknown the sample was not requested. Should additional information become available, and/or upon conclusion of baxter's investigation a follow-up report will be submitted. This is the second of five reports associated with this event.